Manufacturer narrative:
Manufacturer name and manufacturer site name: (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient experienced an infarcted stomach. 3ml oncozene¿ microsphere were used in a chemo embolization procedure. The physician stated that the chemo embolization procedure went well; however, the patient developed stomach problems and potentially the oncozene¿ infarcted the stomach. The patient has had previous surgeries that may have contributed to the infarction. No further patient complications were reported.